Manufacturer narrative:
Insulin pump alarmed button error due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states she received a button error alarm. Customer's blood glucose was 220 mg/dl. Customer was advised insulin pump would need to be replaced. No further information provided.